Event description:
It was reported by the customer that their insulin pump keypad was unresponsive to user inputs. Advised customer to discontinue use of device and revert to back up plan. Customer stated they do not recall any significant events that led to the issue or if the device was dropped. Customer's blood glucose level was 152 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
The insulin pump was received with no button response due to corroded keypad traces. Also the device was received with cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked lcd window, and cracked battery tube threads.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.